Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the facility.

Event description:
It was reported that an expired cannula was used for hydroset during a surgery. The device had an expiration date of april 2015.